Event description:
The manufacturer was contacted in reference to the user of a dreamstation auto CPAP device alleging reports of error codes being present. The device was returned to a third-party service center for inspection and evaluation. During the device evaluation at the third-party service center, evidence of foam degradation was found - foam particles were visible. The device was scrapped.

Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Manufacturer narrative:
The manufacturer previously reported information in reference to a user of a dreamstation auto CPAP device, alleging reports of error codes being present. The device was returned to a third-party service center for inspection and evaluation. During the device evaluation at the third-party service center, evidence of foam degradation was found - foam particles were visible. The device was scrapped. In the previous filed report, the "reporter country" was omitted. It has been corrected in this report.